Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
Levels: l3-s1 it was reported that the patient underwent spinal fusion surgery using select parts of rh-bmp2/acs (i.e. The rhbmp2/acs and collagen sponge). The rhbmp2/acs was applied via an off label approach (i.e. From a posterolateral approach). The rhbmp2/acs collagen sponge was used to fuse more than one level of the spine. The rhbmp2/acs collagen sponge was placed outside a cage. Post-op, the patient complained of worsening pain in low back, with associated radiculopathy in the lower extremities. Patient continues to experience chronic low back pain with pain radiating down through the patient's right side and down his right leg and constant numbness in his right leg and feet. Patient had difficulty walking. Patient is unable to work. The serious injuries prevent patient from enjoying daily life activities that the patient enjoyed preoperatively, and patient had otherwise suffered serious and permanent injuries.

Manufacturer narrative:
Additional information: pt identifier, weight, relevant tests/lab data, other relevant history, model and lot #, device manufacture date, evaluation codes. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was admitted with the following pre-operative diagnoses: spinal stenosis, l3-4, l4-5, l5-s1. Disk degeneration, l3-4, l4-5, l5-s1. Lumbar radiculopathy. Morbid obesity. He underwent the following procedures: laminectomy with bilateral foraminotomies, l3. Laminectomy with bilateral foraminotomies, l4. Laminectomy with bilateral foraminotomies, l5. Laminectomy of s1. Posterolateral fusion l3-4. Posterolateral fusion l4-5. Posterolateral fusion l5-s1. Local autograft. Per op-notes, ¿a leksell rongeur was used to decorticate bilateral transverse processes at l3, l4, l5 and the sacral ala. Bone morphogenic protein with hydroxyapatite was packed in the gutters spanning transverse processes at l3, l4, l5 and the sacral ala. Local autograft was placed over the bone morphogenic protein.¿ no patient complications were reported. On (B)(6) 2009: the patient was discharged. On (B)(6) 2009: the patient underwent x-rays of the lumbar spine due to lumbar disc replacement. Impression: moderate disk space narrowing and vacuum phenomenon at l4-5 and l5-s1 with spondylosis worst at l4-5; mild exaggeration of normal lumbar lordosis; no fracture. On (B)(6) 2009: the patient presented with flaring up of his lower back pain. The patient underwent x-rays of the lumbar spine. Impression: no change since previous study. On (B)(6) 2009: the patient presented with right lumbosacral pain. He underwent physical therapy. On (B)(6) 2009: the patient presented with right knee pain. On (B)(6) 2009: the patient presented with flaring up of his lower back pain following a fall. The patient underwent x-rays of the lumbar spine due to back pain. Impression: no evidence of fracture or subluxation; disk space narrowing seen at l4-5 and l5-s1 with anterior osteophyte formation; some lower lumbar facet djd also noted. He also underwent x-rays of the right knee to knee pain. Impression: medial joint space narrowing and osteophyte formation with milder degenerative changes in the lateral patellofemoral compartment; no fracture or stress fracture; atherosclerotic vascular calcifications also noted. Cervical spine x-rays were also done due to neck pain. Impression: anterior osteophyte formation at c5, c6 and c7 with some disk narrowing c6-7; metallica gunshot fragment appears to be present posterior left soft tissues of the neck. On (B)(6) 2010: the patient presented with numbness in bilateral hands, neck pain with radiation to the right shoulder. The patient underwent x-rays of the lumbar spine. Impression: low lumbar spondylosis with end plate osteophytes and facet joint hypertrophy; there has been laminectomy at l3-4 and l4-5; alignment is normal; no compression fractures. On (B)(6) 2010: the patient underwent x-rays of the lumbar spine due to fall and back pain. Impression: disk space narrowing l4-5 and l5-s1; no acute fracture seen; multilevel osteophytes are noted. On (B)(6) 2010: the patient underwent x-ray of the left elbow due to left elbow pain. Impression: no evidence of fracture, loose body or joint effusion. He also underwent MRI of lumbar spine due to low back pain and right leg radiculopathy and weakness. Impression: disc protrusions at l4-5 and l5-s1 with direct contact at various nerve roots. No evidence of postop complication. On (B)(6) 2010: the patient presented with pain in bilateral legs. He also had borderline hyperglycemia. The patient underwent electromyography and nerve conduction speed test, which stated peripheral neuropathy of bilateral lower extremities most consistent with axonal loss and demyelination. Findings were suggestive of diabetic peripheral neuropathy. On (B)(6) 2010: the patient underwent MRI of lumbar spine due to post-laminectomy syndrome and radiculopathy. Impression: no specific postop complication. Stable broad-based disc protrusions, l4-5 and l5-s1. He also underwent MRI of cervical spine. Impression: small right paracentral disc protrusion, if anything, slightly smaller than the 2008 exam; no new abnormalities. X-rays of the cervical spine were also done. Impression: metallic foreign body in the left lateral soft tissues of the neck; a very mild degree of anterior osteophyte formation in the lower segments. X-rays of the lumbar spine revealed moderate disc height loss at l4-5 and l5-s1. On (B)(6) 2010, (B)(6) 2011: the patient presented with severe neck pain, arm and hand pain, numbness, tingling and weakness. On (B)(6) 2011: the patient was admitted due to excruciating headaches, neck pain, progressive arm and hand pain, numbness, tingling, and weakness. MRI showed disk degeneration, disk bulging, disk space collapse, and stenosis c5-6. He had the following pre-operative diagnoses: herniated cervical disk, c5-6. Cervical disk degeneration, c5-6. Cervical radiculopathy. Morbid obesity. He underwent the following procedures: anterior cervical discectomy with decompression of spinal cord and nerve roots, c5-6. Anterior cervical fusion, c5-6. Application of anterior cervical plate, c5-6. Machined cortical bone graft to disk space. Assure plate, screws and set screws were used in this surgery. No patient complications were reported. On (B)(6) 2011: the patient underwent x-rays of the cervical spine, which had no abnormal findings. The patient was discharged from the facility. On (B)(6) 2011: the patient presented for follow-up of his cervical spine. On (B)(6) 2011: the patient underwent x-rays of cervical spine due to neck pain. Impression: c5-6 anterior cervical fusion with hardware. Incidental note of c6-7 disk space narrowing and spondylosis, unchanged. On (B)(6) 2011: the patient presented for follow-up of his cervical and lumbar spine. He complained of increasing lower back pain, as well as bilateral leg pain, numbness, tingling and weakness. The patient underwent x-rays of the lumbar spine. Impression: postoperative changes with moderately advanced degenerative arthritis and degenerative disk disease changes, appearing essentially. On (B)(6) 2011, (B)(6) 2012: the patient presented with low back pain with lower extremity radiation. The pain was accompanied by numbness in his both feet. Assessment: lumbar radiculopathy; lumbosacral spondylosis; degeneration of lumbar intervertebral disc; chronic pain syndrome; post-laminectomy syndrome. On (B)(6) 2011: the patient underwent MRI of lumbar spine due to low back pain, bilateral hip pain, right thigh pain and feet numbness. Impression: osteophytic overgrowth and bulging at l5-s1 level; this flattens the ventral aspect of the thecal sac; there is contact of both s1 nerve roots; bulging extends into the foramina with contact of both l5 dorsal root ganglia, left greater than right; there is underlying disc extrusion that is 4 mm anterior-to-posterior, 7 mm superior-to-inferior. On (B)(6) 2011, (B)(6) 2012: the patient underwent lumbar epidural steroid injection under fluoroscopy due to low back pain with lower extremity radiation. No patient complications were reported. On (B)(6) 2012: the patient presented with worsening headaches, neck pain and hand pain, numbness, tingling and weakness, lower back pain and leg pain. He was also taking extensive doses of narcotics and had gained quite a bit of weight. Impression: polyarthritis. Signs and symptoms consistent with recurrent cervical and lumbar radiculopathy. On (B)(6) 2012: the patient underwent MRI of lumbar spine due to right leg radiculopathy and post-laminectomy syndrome. Impression: stable post-op study. He also underwent MRI of cervical spine due to bilateral upper extremity paresthesias. Impression: anterior fusion c5-6 without specific evidence of pseudoarthrosis or other post-op complication. Mild junctional spondylosis.